Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, the main seal was pinched, and six plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular connection ports required repair. The customer also r equested testing and calibration of the epg. The epg was returned for service. No patient complications have been reported as a result of this event.